Event description:
The customer reported being hospitalized due to low blood glucose of 15mg/dl a few weeks ago. The customer stated that she has changed the carbohydrate ratios, and attempts eating a better snack, but nothing has helped. The customer was not wearing the insulin pump, and her blood glucose was 113mg/dl. The caller stated that the drive support cap appears to be normal. The customer mentioned that the most recent infusion set change was on (B)(6) 2013. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that she took off the device while having an x-ray, but it was still in the x-ray room. The displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.